Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The eccentric lesion being treated was located in the moderately tortuous, moderate to severely calcified proximal to mid left anterior descending (lad) artery. The lesion was predilated with a 2.0mm and 2.5mm maverick balloon. Ivus was then performed which showed under expansion of the previously implanted non-bsc bare metal stents, diffuse significant disease in the mid lad, and severe in-stent restenosis both focally and along the length of the stent. A 2.5x24mm promus element stent was deployed at 12atm. The stent was post dilated with the stent balloon, inflated to 16atm. A 2.75x24mm promus element stent was deployed proximally overlapping the 2.5x24mm promus element stent, inflated to 16atm. Finally a 3.5x38mm promus element stent was deployed proximally overlapping the 2.75x24mm promus element stent, inflated to 16atm. A subsequent passage of balloons was challenging between the 3.5x38mm and 2.75x24mm stents. Sequential post dilatation with 2.0mm, 2.5mm, 3.0mm and 3 .5mm non-complaint balloons was performed in the ostial portion of the 3.5x38mm stent. The angiographic result at this stage looked good apart from a focal area in between the 3.5x38mm and 2.75x24mm stents. Ivus imaging revealed a disruption (stent concertined) of the 2.75x24mm stent. The 2.75x24mm stent was then covered with a 3.0x16mm non-bsc stent deployed at 22atm. This was post dilated with a non-bsc balloon, inflated to 35atm. The final angiographic result looked good although there appears to be some under expansion of the mid portion of the artery. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was further reported that the device was a 2.5x28mm promus element stent, not a 2.5x24mm promus element stent.

Manufacturer narrative:
(B)(4). Device lot number - corrected from 39113-2427 to 39113-2827.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).